Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications could not be loaded or unloaded from the adp to all machines. A technical support specialist dialed into the server and verified that the user profile was active and not locked. The tss confirmed that the user role and assigned areas were correctly configured. Additionally, it was verified that the assigned role included the necessary permissions from the security group to perform medication load and unload actions. The tss had attempted three follow-ups with the customer but was unable to make contact, so the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to load or unload medications from the adp to any of the machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.